Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#: (B)(6)); egia60amt egia 60 artic med thick sulu (lot#: p3j1169); sigpshell, sig power sigpshell control shell (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the right hemicolon resection, the device was set in the tissue and the jaw was completely closed, but the green light did not light up. Restart was performed by holding down the green mark, and then the reload was re-attached; the green light flashes up; the firing started but stopped in the middle of the firing at a position where the tissue is not yet stapled. Subsequently, it did not work at all. An additional resection was performed, and additional suturing with a manual stapler.